Event description:
Per dealer end user states he was out on his porch sometime in april and the tilt actuator failed. At this time the patient got his sleeve caught on the joystick when he was trying to get up. And the chair drove off and knocked patient down. He had to have fire dept come out to get him back in the chair. No injuries and no medical attention sought.